Manufacturer narrative:
Device was used for treatment, not diagnosis herford a., ellis e. (1998). Use of a locking reconstruction bone plate/screw system for mandibular surgery. J oral maxillofac surg 56:1261-1265 (USA). This report is for an unknown locking reconstruction bone plate/unknown quantity/ unknown lot. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided.

Event description:
This report is being filed after the subsequent review of the following literature article: herford a., ellis e. (1998). Use of a locking reconstruction bone plate/screw system for mandibular surgery. J oral maxillofac surg 56:1261-1265 (USA). This study examined the use of a locking reconstruction bone plate/screw for use in mandibular surgery. The study included 84 patients, 71 male, 13 female, were treated with a locking reconstruction bone plate/screw system ,synthes, for fractures of the mandible or continuity defects in an l8 month period, were prospectively studied. Ease of use of the locking plate/screw system, characteristics of the fractures/defects, and complications were tabulated. This is report 1 of 3 for (B)(4). This report is for an unknown locking reconstruction bone plate and refers to the following complications: four patients experienced postoperative infections that required intraoral incision and drainage and extraction of the devitalized tooth. One patient experienced postoperative infection that required intraoral sequestrectomy of devitalized bone, requiring general anesthesia. One patient experienced a chronically infected nonunion and required revision.